Event description:
While on the line with technical support, patient indicated that the device display was not showing the "1," during control testing for "l1." Patient performed a display test and all segments appeared normally. No patient injury was reported and no treatment was received. Technical support requested the return of the supsect product and replacement product was shipped.